Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the av interval shortened and a ventricular pace occurred on the device. It was also noted that the device was implanter after the usebefore date. The device was reprogrammed and remains in use with continued follow-up. No patient complications have been reportedas a result of this event.